Event description:
A consumer reported decreased vision following bilateral intraocular lens (iol) implant procedures. The consumer reported she is unable to read speed limit signs as well as she should. The consumer reported the left eye is worse than the right eye and she has a yag procedure on both eyes to remove "scar tissue." Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).